Event description:
Patient reportedly underwent right total hip arthroplasty in 1995. It is alleged that radiographs showed eccentric wear of the liner component with osteolysis of the acetabulum. Revision right total hip arthroplasty performed in 2002.